Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. Product: 4965-25 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported there was a lead warning for high right ventricular (rv) lead impedance on the remote transmission from the hospital and that the rv output was set at seven and one-half volts at zero point six-four milliseconds; also noted, far-field r-wave (ffrw) sensing on the right atrial (ra) lead. Both leads are programmed to unipolar. The technical services consultant spoke with the physician who indicated the patient has "chronic lead issues" which are known to the physician. No reprogramming was reported at this time. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.